Manufacturer narrative:
Meter could not be tested or evaluated because it was not returned. A pre-paid envelope and label was mailed to customer, along with a replacement meter. Customer was informed of our desire to have the product back so it might be tested.

Event description:
Pt's daughter, (B)(6), called prodigy to report medical intervention. (B)(6) stated she found pt, (B)(6), sweaty, lethargic, confused and mentally unstable. (B)(6) tested (B)(6) with prodigy meter and received a result of 87mg/dl. Mr's normal reading is said to be 120mg/dl. Medics were called and their meter reading was 37mg/dl. The prodigy meter was again used on mr and it read 87mg/dl. Pt was given an IV (dextrose) and reading was 260mg/dl upon medics leaving. Kp did not have meter with her when she called pdc, so troubleshooting could not be done. Prodigy sent a replacement meter, bottle of test strips and control solution, along with prepaid return envelope so pt can mail back suspected product. No returns received by prodigy from pt.